Manufacturer narrative:
(B)(4). Firoozabadi, m. A., mafi, a. H., afzal, s. Fard, s. B., khaledian, h., bozorgsavoji, a., azadnajafabad, s., mortazavi, s. M. J. (2024) does body mass index (bmi) significantly influence aseptic loosening in primary total knee arthroplasty? Insights from a long-term retrospective cohort study. Bmc musculoskeletal disorders 25(980)1-6 https://doi.org/10.1186/s12891-024-07913-0. B3 - event date - date of publication d10 - concomitant devices - unknown nexgen femoral component catalog #: ni lot #: ni, unknown nexgen articular surface catalog #: ni lot #: ni e1 - contact - correspondence author. G2 - report source - foreign: event occurred in iran. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that one (1) patient developed a periprosthetic fracture following knee arthroplasty. Attempts have been made, however, no additional information is available.